Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the MRI kit is not lighting up when connected to the blade. The customer reports changing the batteries and changing the blades a few times. The alleged issue was detected prior to patient use.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was noticed that the lot numbers on the returned items shows that the entire kit is out of warranty. The kit was used beyond the expiry date of the warranty. The expiry dates are as follows: 5 years from manufacturing date for blades and handle, 18 months from manufacturing date for cartridges. No further action is required.

Event description:
The customer alleges that the MRI kit is not lighting up when connected to the blade. The customer reports changing the batteries and changing the blades a few times. The alleged issue was detected prior to patient use.